Manufacturer narrative:
Investigation summary: it was reported the needle was blocked. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed and the safety mechanism has been activated. No defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. The photo provided shows a needle assembly with the plastic shield. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered.

Event description:
It was reported while using bd needle sftygld 25x1 rb bns the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: the needle we would use to inject the lidocaine in the art line kits will not inject.